Manufacturer narrative:
Age at time of event: under 18 years old. Device codes 1212 and 1528 relate to component code 463. Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment, removal difficulties occurred. Vascular access was obtained through the femoral artery. The 90% stenosed target lesion was located in the severely tortuous pulmonary artery. The physician advanced an 18 165cm transend guide wire through the lesion. An unspecified balloon catheter was then advanced over the wire. The physician inflated the balloon to 6atm and tried to remove from the wire unsuccessfully. The wire and balloon were removed as one unit intact. The procedure was completed with a different device. No patient complications were reported the patients' status was reported as good.